Event description:
On (B)(6) 2013, it was reported that this vns patient would be undergoing revision surgery due to shifting. Follow-up showed that the patient present in (B)(6) 2013 and noted a coil of lead wire protruding below the skin surface, just lateral to the pulse generator. The surgery was being performed to replace the lead wire coil below the pulse generator and present possible skin erosion in the future. No patient manipulation or trauma occurred that is believed to have caused/contributed to the shifting. A non-absorbable suture was used to secure the generator to fascia during implant of the device. On (B)(6) 2013, the patient underwent surgery for repositioning. The patient was opened up, and the lead was repositioned.